Event description:
Facility reports venous blood line disconnection from venous side of permcatheter, one hour into dialysis treatment. Upon speaking to director of nursing, the following was clarified: patient was agitated, confused and attempted to stand up from chair without assistance, causing the disconnection of blood lines and resulting blood loss of 250 cc (estimated). Hematocrit pre-event was 32.2%, there was no post-event hematocrit available and the patient did not reuqire a transfusion. Actual sample not available, companion sample requested.